Manufacturer narrative:
The device was no returned to olympus for evaluation. Olympus technical support provided troubleshooting recommendations for checking the lamp. The reporter was also sent the manual and provided part numbers. The reported indicated he would call back if the problem persist but to date no device has been returned for evaluation. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the clv-s190 produced a error code e103 lamp error. It was reported that this event occurred during a procedure however, there was no patient harm associated to the report and the procedure information was not provided. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the unit was delivered to the customer on march 9, 2017. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the most probably cause for the reported event is the following: the light source has broken down.<solution> immediately turn off the light source and inspect the lamp as described in the instruction manual for the light source. If no irregularity is observed on the lamp, immediately turn off the light source, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. The legal manufacturer reported that the following descriptions are given in the instruction manual regarding how to deal with the occurrence of e103 errors. This may prevent it. Error code ¿e103¿ < error message> clv lamp err please check examination lamp.